Manufacturer narrative:
Results of investigation: the suspect faulty main printed circuit board assembly was returned to the carefusion failure analysis laboratory. The component was installed on a known good unit and powered on. The reported problem of "vent inop" and "motor fault" alarms were duplicated, however, a root cause could not be determined due to the unit's touchscreen not being within specification, preventing further investigation.

Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). Suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that a vela ventilator generated "xdcr fault" (transducer fault) alarms and the exhl diff (exhalation differential) pressure test failed. The unit was in use on a patient when the issue occurred. The patient was placed on another ventilator. There was no report of patient harm, associated with the event, reported to carefusion.